Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned to zmc for investigation. Upon receipt the monitor and belt failed incoming functional testing. Root cause investigation into the event is still underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2016 around 10:30pm while wearing the lifevest. The patient's family reported that the patient was in her bedroom while her daughter was in the bathroom when the patient's monitor began to alarm. When the patient went into the bedroom, the patient was not breathing. The family reported that the lifevest had alarmed and announced to "perform CPR." It was reported that they attempted CPR and called 911 but the patient was unable to be revived. Per review of the event, the patient received 5 treatments between 10:05:01 and 10:07:14pm on (B)(6) 2016. The ECG data surrounding these events was unavailable for review. The alleged "perform CPR" messaging is consistent with lifevest alarms during an asystole detection. Further investigation into this event is underway.

Manufacturer narrative:
Follow-up report - additional information - 03/09/2017: further investigation into the monitor malfunction was performed. Per review of the downloaded data flags, on (B)(6) 2016, the device recorded charge profile and discharge profile faults during a battery ir test, indicating an issue with the charging and discharging of the high voltage capacitors (c19, c20, c21, c22) in the monitor. The presence of these faults suggest a failure in the operation of the charging relay (k1) or an open r45 resistor for the charge profile fault, and a failure in the operation of the discharge relay (k2) for the discharge profile fault. In the event of a charge profile fault, the monitor is designed to display a service code 102. Per the flags, there were 12 occurrences where the patient was notified of the service code 102 prior to the treatment event/patient death; however, the patient did not contact zoll for a replacement monitor. It was unable to be positively determined if the root cause of the charge profile fault was an open r45 or a failure of the k1 charging relay. Either issue would result in the monitor charging only one (c19) of the four high voltage capacitors during a battery ir test or treatment sequence. During the attempted treatment events on (B)(6) 2016, prior to the patient's passing, the monitor only charged the c19 capacitor. In order to properly bias any of the scr gates or the triac in the high voltage discharge circuit, all four high voltage capacitors must be charged. As there was only minimal charge (around 12v) on c20, c21, and c22 during the attempted treatment delivery, the energy remained gated and the patient was not treated. After the five treatment attempts, the monitor had completed a full treatment sequence. The device is designed to begin alarming for bystanders to "call for help. Perform CPR." This aligns with the alarms that the patient's family reported hearing during the event. Additional details obtained about the event indicate that the patient was externally defibrillated twice by ems while still wearing the lifevest. When the monitor was evaluated, it was found to still power up but was drawing around 700ma. A normal current draw is around 45ma. Based on a review of the downloaded monitor data flags, there was no indication that the device was drawing excessive power on (B)(6) 2016 during or prior to the attempted treatment event. Additionally, thermal damage was found on several components in the monitor and electrode belt. It is unclear exactly when the device incurred this damage; the flag data suggests that it likely occurred sometime after the initial charge profile and discharge profile faults on (B)(6) 2016. This timing is supported by the damage observed in the monitor: in addition to the device drawing extra current, the +5.2v power supply was found to be non-functional upon receipt. The +5.2v failure would have resulted in no power to the ECG circuit; however, there was ECG data recorded after (B)(6) 2016 and the flags suggest that the device was monitoring the patient's ECG during the events on (B)(6) 2016. Based on the condition of the monitor during its incoming evaluation and the functionality of the monitor during the attempted treatment event on (B)(6) 2016, it is likely that the thermal damage occurred during or after the reported rescue defibrillation events. The monitor began experiencing sd card communication issues on (B)(6) 2016. Sd card communication issues result in a loss of ECG data and also prevent proper downloading. The abrupt end of flag data at 10:14pm (following the attempted treatments) on (B)(6) 2016 were consistent with other periods of flag data loss, observed between (B)(6) 2016 and (B)(6) 2016, believed to be due to an intermittent sd card communication issue. The device was returned with the sd card cover missing and the foam padding removed, indicating that someone tampered with the sd card at some point, which potentially caused the observed sd card communication issues and the missing ECG and flag data. There is no indication that the sd card issue caused or contributed to the reported event. The root cause of the charging circuitry failure (open r45 and/or failure of the k1 charging relay) was unable to be positively identified due to the extent of the damage to the monitor. Follow-up report - device evaluation - 01/16/2017: monitor sn (B)(4) was returned to zoll manufacturing for investigation. Upon receipt the monitor displayed a service code and was unable to communicate with an electrode belt. Upon investigation, there was extensive thermal damage in the monitor, including damage to the following components on the computer analog (c/a) board: resistors r45, r23, r781 and r684; capacitor c610; esd protection diode array esd3, and pld u1003. In addition, the +5.2v, +5v, +1.8v, and +3.3 v power supplies were shorted on the c/a board. The root cause of service code (charge profile fault) during the battery ir test on (B)(6) 2016 was unable to be positively identified. As stated above, there was thermal damage to the r45 resistor; however, it is unable to be positively determined if the resistor caused the service code and associated charge/discharge profile faults or if another failure in the charging circuitry resulted in the profile faults. The root cause of the 0j pulses delivered in the field was unable to be positively identified. It is suspected that when the device attempted to deliver a treatment to the patient a failure in the pulse delivery circuitry resulted in energy being redirected onto low voltage circuitry of the monitor. During the investigation, it was noted that the drvn gnd relay, k700, on the c/a board had thermal damage on the relay contacts, suggesting that the relay may have de-energized during the attempted pulse delivery in the field, resulting in high voltage entering the low-voltage circuitry of the monitor and the resulting thermal damage to the c/a board components. The root cause of the k700 de-energizing was unable to be positively identified due to the extensive thermal damage. Electrode belt sn (B)(4) was returned to zoll manufacturing for investigation. Upon investigation the electrode belt was unable to communicate with a monitor. The cause of the failure was isolated to an internally shorted esd700 component. The esd700 was damaged by the high voltage energy being redirected onto the low voltage circuitry of the monitor. An internal corrective action request was issued to further investigate the device failure. Follow-up report - correction - 01/16/2017: initial report incorrectly reported the device manufacture date as 07/14/2015. The correct device manufacture date for the monitor and electrode belt are as follows: monitor sn (B)(4) - 10/06/2015, electrode belt sn (B)(4) - 08/06/2014. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned to zmc for investigation. Upon receipt the monitor and belt failed incoming functional testing. Root cause investigation into the event is still underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Follow-up report - additional information - 03/09/2017: additional details surrounding the event were obtained. Based on the patient's medical records from (B)(6) hospital, the patient's family found the patient unresponsive at home and called ems at 9:58pm on (B)(6) 2016. The family reported that the patient was in cardiac arrest and that they were performing CPR. Paramedics arrived at the patient's house and found the patient unresponsive with no pulse. Ems placed a monitor on the patient and found that the patient was in vf. Ems externally defibrillated the patient twice with no response. The patient was then treated with medication and transported to st. Francis hospital. It was reported that when the patient arrived at the hospital, the patient had been "down" for at least 30 minutes. The hospital reported that the patient had an lvad and that the lvad was not functioning when the patient arrived at the hospital. The hospital report stated that the non-functioning lvad and cardiopulmonary arrest contributing to the patient's death. The reported time of death was recorded as 10:30pm. Attempts to follow-up on the report that the patient had a faulty lvad yielded contradictory reports. During a follow-up with the patient's cardiologist who prescribed the lifevest, the cardiologist indicated that he had no knowledge or record of the patient ever having an lvad. The following number was associated with the lvad in the hospitals medical records: (B)(4). Follow-up report - additional information - 01/16/2017: it was reported that a patient was treated prior to passing away on (B)(6) 2016 around 10:30pm while wearing the lifevest. The patient's family reported that the patient was in her bedroom while her daughter was in the bathroom when the patient's monitor began to alarm. When the daughter went into the bedroom, the patient was not breathing. The family reported that the lifevest had alarmed and announced to "perform CPR." It was reported that they attempted CPR and called 911 but the patient was unable to be revived. Review of the downloaded software data flags indicated that the patient received 5 treatments between 10:05:01 and 10:07:14pm on (B)(6) 2016. The available flag and pulse data indicates that the treatment sequence was initiated when the device detected vt and vf. The patient's ECG recordings were not available for review. The device attempted to deliver five treatment shocks during the detection. Per the downloaded flag data, the delivered pulses were 0j and energy was not delivered to the patient. Following the five attempted treatments, the device detected a normal rhythm at 10:08:08pm. Between 10:08:08 and 10:13:25 pm the device recorded flags indicating short detections of normal rhythms alternating with vt/vf. No further treatments were attempted due to the short duration of the vt/vf detections (<18 seconds). Per the flags, a normal rhythm was detected at 10:13:25 before the flags abruptly stopped at 10:14:13pm. Based on the family's allegation that the device alarmed to "perform CPR" there is an indication that flag data may be missing from the event. The device is programmed with perform CPR alerts when the device detects asystole. As there is no evidence of asystole detection in the flags, it is unclear if the device appropriately detected and alarmed for asystole following the treatment attempts. Due to the lack of available ECG data, the exact rhythms that the patient was in during the event are unknown. Further review of the patient's downloaded flag data indicates that starting on (B)(6) 2016 the device appropriately alarmed for service code (charge profile fault) and code (sd card fault). The service code was first displayed due to a converter charging failure detected during the internal diagnostic battery ir test on (B)(6) 2016. Per the flags, there were (B)(4) occurrences where the patient was notified of the service code prior to the treatment event/patient death. The code indicated an issue with the sd card. The sd card fault contributed to the lack of ECG recordings available surrounding the patient death. There were (B)(4) occurrences of the code prior to the event. When a patient is notified of a 100-level service code, both audible and visual prompts are issued. The device will audibly gong and a visual screen is displayed instructing the patient to call zoll for service. The screen has an "ok" button that the patient will press to stop the gonging and remove the screen. If the patient fails to acknowledge the screen, the device will continue to alarm for 30 seconds before the screen times out. The service code is displayed immediately upon detection of the fault and is again displayed during every subsequent normal device power up sequence. The service code is also displayed during normal device power up sequences. Per review of distributor records, there is no indication that the patient contacted the distributor for replacement equipment after receiving the service codes between (B)(6) 2016. A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2016 around 10:30pm while wearing the lifevest. The patient's family reported that the patient was in her bedroom while her daughter was in the bathroom when the patient's monitor began to alarm. When the patient went into the bedroom, the patient was not breathing. The family reported that the lifevest had alarmed and announced to "perform CPR." It was reported that they attempted CPR and called 911 but the patient was unable to be revived. Per review of the event, the patient received (B)(4) treatments between 10:05:01 and 10:07:14pm on (B)(6) 2016. The ECG data surrounding these events was unavailable for review. The alleged "perform CPR" messaging is consistent with lifevest alarms during an asystole detection. Further investigation into this event is underway.

Manufacturer narrative:
Follow-up report - device evaluation - 01/16/2017: monitor sn (B)(4) was returned to zoll manufacturing for investigation. Upon receipt the monitor displayed a service code 102 and was unable to communicate with an electrode belt. Upon investigation, there was extensive thermal damage in the monitor, including damage to the following components on the computer analog (c/a) board: resistors r45, r23, r781 and r684; capacitor c610; esd protection diode array esd3, and pld u1003. In addition, the +5.2v, +5v, +1.8v, and +3.3 v power supplies were shorted on the c/a board. The root cause of service code 102 (charge profile fault) during the battery ir test on (B)(6) 2016 was unable to be positively identified. As stated above, there was thermal damage to the r45 resistor; however, it is unable to be positively determined if the resistor caused the service code and associated charge/discharge profile faults or if another failure in the charging circuitry resulted in the profile faults. The root cause of the 0j pulses delivered in the field was unable to be positively identified. It is suspected that when the device attempted to deliver a treatment to the patient a failure in the pulse delivery circuitry resulted in energy being redirected onto low voltage circuitry of the monitor. During the investigation, it was noted that the drvn gnd relay, k700, on the c/a board had thermal damage on the relay contacts, suggesting that the relay may have de-energized during the attempted pulse delivery in the field, resulting in high voltage entering the low-voltage circuitry of the monitor and the resulting thermal damage to the c/a board components. The root cause of the k700 de-energizing was unable to be positively identified due to the extensive thermal damage. Electrode belt sn (B)(4) was returned to zoll manufacturing for investigation. Upon investigation the electrode belt was unable to communicate with a monitor. The cause of the failure was isolated to an internally shorted esd700 component. The esd700 was damaged by the high voltage energy being redirected onto the low voltage circuitry of the monitor. An internal corrective action request was issued to further investigate the device failure. Follow-up report - correction - 01/16/2017: initial report incorrectly reported the device manufacture date as 07/14/2015. The correct device manufacture date for the monitor and electrode belt are as follows: monitor sn (B)(4) - 10/06/2015; electrode belt sn (B)(4) - 08/06/2014. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned to zmc for investigation. Upon receipt the monitor and belt failed incoming functional testing. Root cause investigation into the event is still underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Follow-up report - additional information - 01/16/2017: it was reported that a patient was treated prior to passing away on (B)(6) 2016 around 10:30pm while wearing the lifevest. The patient's family reported that the patient was in her bedroom while her daughter was in the bathroom when the patient's monitor began to alarm. When the daughter went into the bedroom, the patient was not breathing. The family reported that the lifevest had alarmed and announced to "perform CPR." It was reported that they attempted CPR and called 911 but the patient was unable to be revived. Review of the downloaded software data flags indicated that the patient received 5 treatments between 10:05:01 and 10:07:14pm on (B)(6) 2016. The available flag and pulse data indicates that the treatment sequence was initiated when the device detected vt and vf. The patient's ECG recordings were not available for review. The device attempted to deliver five treatment shocks during the detection. Per the downloaded flag data, the delivered pulses were 0j and energy was not delivered to the patient. Following the five attempted treatments, the device detected a normal rhythm at 10:08:08pm. Between 10:08:08 and 10:13:25 pm the device recorded flags indicating short detections of normal rhythms alternating with vt/vf. No further treatments were attempted due to the short duration of the vt/vf detections (<18 seconds). Per the flags, a normal rhythm was detected at 10:13:25 before the flags abruptly stopped at 10:14:13pm. Based on the family's allegation that the device alarmed to "perform CPR" there is an indication that flag data may be missing from the event. The device is programmed with perform CPR alerts when the device detects asystole. As there is no evidence of asystole detection in the flags, it is unclear if the device appropriately detected and alarmed for asystole following the treatment attempts. Due to the lack of available ECG data, the exact rhythms that the patient was in during the event are unknown. Further review of the patient's downloaded flag data indicates that starting on (B)(6) 2016 the device appropriately alarmed for service code 102 (charge profile fault) and code 104 (sd card fault). The service code 102 was first displayed due to a converter charging failure detected during the internal diagnostic battery ir test on (B)(6) 2016. Per the flags, there were 12 occurrences where the patient was notified of the service code 102 prior to the treatment event/patient death. The code 104 indicated an issue with the sd card. The sd card fault contributed to the lack of ECG recordings available surrounding the patient death. There were 7 occurrences of the code 104 prior to the event. When a patient is notified of a 100-level service code, both audible and visual prompts are issued. The device will audibly gong and a visual screen is displayed instructing the patient to call zoll for service. The screen has an "ok" button that the patient will press to stop the gonging and remove the screen. If the patient fails to acknowledge the screen, the device will continue to alarm for 30 seconds before the screen times out. The service code 102 is displayed immediately upon detection of the fault and is again displayed during every subsequent normal device power up sequence. The service code 104 is also displayed during normal device power up sequences. Per review of distributor records, there is no indication that the patient contacted the distributor for replacement equipment after receiving the service codes between (B)(6) 2016. A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2016 around 10:30pm while wearing the lifevest. The patient's family reported that the patient was in her bedroom while her daughter was in the bathroom when the patient's monitor began to alarm. When the patient went into the bedroom, the patient was not breathing. The family reported that the lifevest had alarmed and announced to "perform CPR." It was reported that they attempted CPR and called 911 but the patient was unable to be revived. Per review of the event, the patient received 5 treatments between 10:05:01 and 10:07:14pm on (B)(6) 2016. The ECG data surrounding these events was unavailable for review. The alleged "perform CPR" messaging is consistent with lifevest alarms during an asystole detection. Further investigation into this event is underway.